Event description:
It was reported that during pump refill on (B)(6) 2015, the expected residual volume (erv) was 4ml while the actual residual volume (arv) was 8ml. Per the healthcare provider (hcp), ¿this was not of concern.¿ the residual drug pulled from the pump was described as a ¿very faint yellow color.¿ the hcp stated that the drug removed was ¿straw colored.¿ there were no patient symptoms. Event outcome was unavailable at the time of the report. The device system delivered gablofen. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant product: product ID 8731sc, serial # (B)(4), implanted: (B)(6) 2009, product type catheter. (B)(4).